Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
An injury occurred at (B)(6) where a repositioning sling may have been involved. The visitor went to the opposite side of the bed and fell. The risk manager stated that the injured person do not remember falling. The individual stated that they did see loops hanging down from the bed but does not know if their foot actually got trapped in the loops. The visitor hit their head on the floor, the injury required stitches.

Manufacturer narrative:
Arjo was notified by customer about an event where a disposable repositioning sling may have been involved. It was reported that a family member walked around a bed where disposable repositioning sling loops were hanging down. A family member fell and hit their head on the floor and sustained a laceration which required stitches. The injured person stated they do not remember falling and was not convinced that the foot got trapped in the sling loops. The customer did not report that sling was damaged or ripped. The disposable repositioning sling is a product intended for assisted lateral repositioning and/or lateral transfer of patients/residents with limited ability to move. The product instruction for use (IFU 04.sq.00-int1) states: ¿the disposable repositioning sling shall only be used by appropriate trained caregivers with adequate knowledge of the care environment, and in accordance with the instructions outlined in the instruction for use (IFU)." The document (IFU) outlines steps that are needed in order to use the sling for patient repositioning or transferring. At the end of those steps, the document guides how to remove the sling. The investigation revealed that a new strap material is causing that the loop creates a wider opening when a strap is hanging and touching the floor. This may lead to a potential tripping hazard. Additionally, during the material change implementation, tripping hazard was not considered as a harm. To conclude, we decided to report this complaint to the competent authorities due to the indication that disposable repositioning sling may have been involved in the family member's fall. The product was used by the patient when the event occurred, and from that perspective it played a role in the event. But there is no indication of a product failure.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.